Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced complete vaginal vault prolapse, cystocele and rectocele. Furthermore, it was reported that the plaintiff died. The cause of death reported were ischemic stroke and atherosclerosis.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.